Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via the other tasp being returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ball bearings were missing from the tasp shim. Attempts were made and no further information has been provided.